Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the cinchlock anchor was implanted into the acetabulum by a mallet. After the anchor was deployed, a thin wire remained in the anchor. The anchor wire was removed by a grasper and the anchor remained and worked properly. No adverse consequences were reported. Procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: wire remained in the anchor. Probable root cause: design: poor mechanical advantage of locking feature. Materials of inserter locking mechanism cannot withstand user locking forces manufacturing. Locking mechanism not manufactured or assembled to specification. Incorrect heat treatment applied. Application: not enough force applied. User unfamiliarity with device. Gtin: (B)(4).

Event description:
It was reported that the cinchlock anchor was implanted into the acetabulum by a mallet. After the anchor was deployed, a thin wire remained in the anchor. The anchor wire was removed by a grasper and the anchor remained and worked properly. No adverse consequences were reported. Procedure was completed successfully.